Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) failed to power on was confirmed during functional testing but was not confirmed during the archive data review. The root cause of the reported complaint was a damaged battery springs in the battery compartment, as a result of user mishandling. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristic of normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. Unable to perform functional testing due to the bent battery springs, thus confirming the reported complaint. Investigation revealed a bent battery springs did not allow the battery to be connected with the autopulse platform. The damaged battery springs need to be replaced to remedy the issue. A review of the autopulse platform archive was performed and showed no significant discrepancies. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). Date of event is unknown.

Event description:
During device setup for patient use, the autopulse platform (sn (B)(4) failed to power on. The crew used another fully charged battery, however, the issue still occurred. The crew immediately performed manual CPR. No consequences or impact to patient.